Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow block alarm on (B)(6) 2025 due to blockage in tubing. The patient replaced the infusion set and insulin was resumed successfully. No further information available.